Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead remains in use and will be monitored, as the patient only ventricular paces .4%. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID e2dr01aa implantable pulse generator (ipg), (B)(6) 2005. (B)(4).